Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07640.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07640. It was reported the patient had bumps with oozing green discharge around the lead incision site. Surgical intervention took place around (B)(6) 2019 where the physician cleaned out the incision site. Patient was discharged and was given oral antibiotics. Patient underwent surgical intervention again on (B)(6) 2019 where the incision site was cleaned out. Patient was placed on IV antibiotics. A culture was obtained indicating that no infection was found. The bumps returned and physician scheduled an appointment with an infectious disease physician due to suspected device rejection.